Manufacturer narrative:
(B)(4). Date sent: 11/10/2022. D4: batch # 500a66. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with two reloads present. The reload (b) was received fully fired. The reload (c) was received with the left side fully fired, the right side outer row fully fired, and the right two inner rows partially fired 1/5. Upon evaluation of the reload (c), the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was received: did the patient experienced any bleeding intra-op, if yes, how much blood loss? None reported has the patient been discharged? Yes patient went home as per normal. Additional information this is an analysis of five photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photos provided it was observed tissue with a line of staples and clips, with significant bleeding. Also, device jaws were observed with a green reload loaded, the left side fully fired, the right side outer row fully fired, and the right two inner rows partially fired, the staples can be seen protruding. Based on the photos review, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the staple line split. Stapler fired as normal for first firing on black. Second firing of green when opening the stapler you could clearly see the inner two rows of the right hand side of the knife staples had been driven up and not formed b shaped staples. No issue reported regarding patient outcome. The stapler was discarded and replaced without further event.